Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. A tightness test according to lv 201 was performed 2 times. A leakage could not be confirmed during investigation. Thus the reported failure cannot be confirmed. Correction: according to the information provided the clinical decision was to leave the circuit on the patient and complete treatment. Corrective action: as the reported failure could not be confirmed no corrective action is necessary at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device was requested for return. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
Reported excessive clear fluid leak from gas outlet port during patient treatment. More than expected from normal usage. Clear liquid. Set at 4 liters per minute. Clinical decision was to leave the circuit on the patient and complete treatment. No consequences out of this incident were reported but patient passed away but not related or linked to this issue. (B)(4).